Manufacturer narrative:
Should the device be received for analysis, this event will be further updated.

Event description:
Boston scientific received information that the evening following an uneventful subcutaneous implantable cardioverter defibrillator (s-ICD) implant, the patient received two inappropriate shocks due to system noise and from what was thought to be the presence of air entrapment on the sternal notch. A post-implant system x-ray revealed no implant anomalies. The patient had remained hospitalized due to a slow, post-anesthesia recovery. The device was deactivated while boston scientific's technical services assisted with data analysis. Information received from the medical center later reported the patient passed away. The physician reports the patient's death was due to a deterioration of their overall clinical condition; specifically due to severe heart failure. Data analysis also confirmed no ventricular arrhythmia's were exhibited on the date of death.